Event description:
It was reported that this insertable cardiac monitor (icm) had a premature battery depletion. It appeared to be a high and constant discharge. The icm should be returned for further analysis. The icm remains in service and no adverse patient effects were reported.